Manufacturer narrative:
(B)(4). Trocar sleeve difficult to remove. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Results: the actual device involved in this event was returned for evaluation. During the evaluation of the complaint sample, the cap came off when twisted and pulled. Conclusion: no device failure detected. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the trocar cap can hardly be removed and sometimes the staff needs to use a bistovry to remove the trocar cap. There were no adverse patient consequences.